Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event year reported as 2018; however exact date of event is unknown. Reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in canada as follows: it was reported that during a cannulate hip screw procedure on an unknown date, the large drill bit was noted to be dull. The drill bit should not be dull as it had not been used that often. It is unknown if there was a surgical delay. There was no patient consequence. The outcome was satisfactory. There was no impact to the case.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown case on an unknown date, the large drill bit was noted to be dull. The drill bit should not be dull as it had not been used that often. It is unknown if there was a surgical delay. There was no patient consequence. There was no impact to the case. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).